Event description:
It was reported that as lvp 20d 2ss cv had holes in the tubing. The following information was provided by the initial reporter: material no: 2420-0007; lot no. : 20033183. It was reported that there were holes in the IV tubing.

Manufacturer narrative:
The customer reported ¿there were holes in the IV tubing¿. Received from the customer was one used primary set model 2420-0007; lot 20033183 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A vertical cut on the tubing (p/n 660132) measuring approximately 0.1270 inches long was observed eighteen inches above the distal smartsite. The set¿s original packaging had a jagged tear measuring approximately 0.1485 inches long passing through both sides of the package. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. Equipment used (visual inspection and measurement performed on 14-aug-20): calipers, eq02784, calibration due date: 19-dec-20; optical ram-cnc, eq08204, calibration due date: 05-feb-21; dino lite microscope, eq106199, ncr. The device history record for primary set model 2420-0007; lot 20033183 was performed. The search showed a total of (B)(4) units in 1 lot were built on 10 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. Visual inspection of the set¿s original packaging observed a tear passing through both sides of the package. The root cause of the hole/cut in the tubing and tear in the original packaging was not definitively determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv had holes in the tubing. The following information was provided by the initial reporter: material no: 2420-0007 lot no. : 20033183. It was reported that there were holes in the IV tubing.